Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that they went to emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 466 mg/dl at the time of the call. The customer was given dextrose and intravenous fluids to treat. The customer experienced symptoms such as talking funny. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The caller stated the customer had probably not eaten on the day of the incident which contributed to the low. The insulin pump will not be returned for analysis.